Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the fenestrated bipolar forceps instrument has been evaluated by the advance engineering team. The instrument exhibited a broken molded insulator, which has resulted the grip tip becoming dislodged. Neither the molded insulator fragment nor the grip tip were returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument's jaw was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter believes that the jaw of the instrument was not opening or closing correctly. No further information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have a broken molded insulator. The broken piece was found completely detached from the distal tip and was not returned with the instrument. The missing piece measured approximately 0.155" x 0.363" in size. Additional observations not reported by the site were also identified. The instrument was found to have a dislodged grip tip. The dislodged grip tip, measuring approximately 0.192" x 0.597" in size, was not returned with the instrument. The broken molded insulator resulted in the grip tip becoming dislodged. Additionally, the instrument was found to have a broken conductor wire at the grip-crimp location. The wire insulation was not damaged, and the instrument failed an electrical continuity test. No thermal damage was observed.